Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator has not worked for months. Patient then said the stimulator stopped controlling their symptoms and their symptoms came back. Patient stated they called their managing hcp who set up an appt for them to come in on thursday at 4:20 pm. Patient said the doctor told them to call medtronic to see if rep could be at their appointment. Agent reviewed role of representative and sent email to field with request that they call patient back. 2025-jul-01 additional information was received from the patient. They reported that there was a device malfunction. The cause was unknown. To resolve the issue the patient stated they would see their health care provider (hcp) when a representative (rep) can be there

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.